Event description:
It was reported that pump experienced malfunction code 12 with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump while prepared to use daily injections as backup.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.